Event description:
It was initially reported that the pt was said to have vocal cord paralysis as confirmed by an ent. The pt was reported to have problems talking and swallowing. The pt's pulse generator is currently disabled. No further information has been received to date. Good faith attempts to obtain additional information have been unsuccessful to date.